Manufacturer narrative:
The reported event of undersensing and hv output anomaly could not be confirmed in the lab. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction - b5 and h6 corrected for cause of death due to failure to deliver shock instead of unknown.

Event description:
Related manufacturer reference number: 2017865-2021-22191 it was reported that the patient has deceased. There was suspicion that the cause of death was that the implantable cardioverter defibrillator and right ventricular lead failed to deliver high voltage therapy for ventricular fibrillation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. The cause of death was unknown. No additional information was reported.